Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventricular undersensing, oversensing and loss of capture were noted during a device check. The right ventricular (rv) lead remains in use and reprogramming has been scheduled. No patient complications have been reported as a result of this event.